Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, closing failed and hemostasis was not perfect with a 5f mynxgrip vascular closure device (vcd). There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The 5f competitor procedural sheath was abutting the balloon and the procedural sheath¿s stopcock was received in the close position. The sealant was bunched over the balloon, exposed to blood. The device was returned in deployment jam position. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path. Damage was observed at the distal end of the procedural sheath. Functional testing per mynx instructions for use (IFU) was performed by manually retracting the procedural sheath and the shuttle cartridge back to the black handle. Slight resistance was felt during the unsheathing. A product history record (phr) review of lot f1830501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The returned condition of the device suggests a ¿sealant device deployment jam¿ occurred. The condition of the device does not match the description, and the root cause of the issue experienced by the customer and the returned condition could not be conclusively determined. Based on the limited information available for review and the product analysis, it is possible that the issue experienced was caused by premature swelling of the sealant during the deployment step. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, which increases its profile. During the deployment step, the moistened sealant can cause resistance either during shuttle advancement or shuttle retraction, leading to the device deployment jam, and no closure with the device. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. The IFU also informs users to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). As reported, closing failed and hemostasis was not perfect with a 5f mynxgrip vascular closure device (vcd). There was no patient injury reported. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1830501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, closing failed and hemostasis was not perfect with a 5f mynxgrip vascular closure device (vcd). There was no patient injury reported.